Event description:
(B) (6), gross re, wire tethering or 'bowstringing' as a long-term hardware-related complication of deep brain stimulation. Stereotact funct neurosurg. 2009;87(6):353-359. Summary: the authors retrospectively reviewed the surgical database of a single neurosurgeon at (B) (6) from (B) (6) 2001 through (B) (6) 2009, comprising 278 pts with 456 electrodes implanted for all indications, identifying all pts presenting with the complaint of tightness, discomfort, prominence, or limitation of motion related to implantation of dbs systems. The article describes 6 pts with moderate to severe wire tethering. Reportable event: a (B) (6) male with a long history of medically intractable cervical dystonia manifesting as severe spasmodic leftward torticollis, laterocollis and intermittent retrocollis, underwent bilateral implantation of gpi placed dbs leads followed by implantation of both extension wires on the left (dual-unilateral) along with the generator in the left infraclavicular region. Ten weeks following surgery, it was noted that while the pt had received a good clinical benefit from the dbs, the extension cables felt excessively taut and bothersome. Examination revealed a very tight extension wire on the left side. At that time, although the implanted extension wires certainly contained sufficient length, it was hypothesized that with the pt's leftward torticollis the extension wires had scarred in at the ipg site preventing free movement, and a surgical revision was, therefore, performed of the ipg itself, "releasing" the excess loops of the extension wire. While the stress on the wire appeared to be relieved intraoperatively, when the pt awoke, it was apparent that the cable still was tight and protruding. The pt was, therefore, brought back the next day for a second revision to totally replace the extension cables, which were re-tunneled on the original (left) side but ostensibly through new tracks achieved by repositioning the connectors more posteriorly.

Manufacturer narrative:
(B) (4)